Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Event date: "(B)(6) 2019" should be corrected to "(B)(6) 2018" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -15.0/3.5/167 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Lens repositioning was performed on (B)(6) 2019 due to lens rotation not associated to a low vault but it did not resolve the problem. On 02 oct 2019 the lens was exchanged for the same size different axis lens. This exchange resolved the problem.